Manufacturer narrative:
Evaluated 1 open reservoir performed pre-fill reservoir test per dop114-811. Using a new lab transfer guard. Found no air bubbles anomaly during analysis. Checked o-ring for defects and none was found. Conclusion: no air bubbles. Unable to confirm transfer guard anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had air bubble in the reservoir when filling it, she tried to push the insulin back in, but the insulin will not go back in the insulin vile. The customer¿s blood glucose level was 83mg/dl. The customer also reported that at the time of filling the reservoir, when she pulls the insulin vile out from the reservoir, the needle was sliding out the blue transfer guard, other times the needle gets stuck in the vile when disconnecting the reservoir from the insulin vile. Reservoir will be returned for analysis.